Event description:
It was reported the patient received the following results within 15 minutes: a result in the "50's mg/dl" range and a result 50 mg/dl higher. The estimated result would be 100 mg/dl. The patient will sometimes experience lightheaded symptoms. The patient is able to wait it out to feel better or self-treat with drinking juice.